Event description:
This spontaneous case was reported by a non-health professional and describes the occurrence of salpingectomy ("the fallopian tubes had to be excised") and disability ("she is invalid") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient underwent salpingectomy (seriousness criteria medically significant and intervention required), disability (seriousness criterion medically significant), mental disorder ("she is psychologically devastating"), premature menopause ("early menopause") and adverse event ("she could not bear more the unspecified adverse events"). The patient was treated with surgery. Essure was removed in 2016. At the time of the report, the salpingectomy, disability, mental disorder, premature menopause and adverse event outcome was unknown. The reporter provided no causality assessment for adverse event, disability, mental disorder, premature menopause and salpingectomy with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: salpingectomy the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), disability ('she is invalid / days of disability') and uterine polyp ('3 cm-polyp/endometrial polyp of approx. 2 cm that is resected from its base and referred to') in a 43-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast nodule (nodule in rb (right breast). Diagnostic judgment: fibrocystic mastopathy.) On (B)(6) 2012 and parity 1. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced limb injury ("trauma on left foot"), 5 months 27 days after insertion of essure. On (B)(6) 2015, the patient experienced vitamin d deficiency ("hypovitaminosis d"). On (B)(6) 2015, the patient experienced anxiety ("anxiety"). On (B)(6) 2016, the patient experienced menorrhagia ("heavy periods that last almost the whole month"). On (B)(6) 2016, the patient experienced diarrhoea ("liquid diarrheal stools associated abdominal pain"). On (B)(6) 2016, the patient experienced scoliosis ("thoracolumbar scoliosis"). On (B)(6) 2017, the patient experienced tinnitus ("ringing and noise in the ears"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), disability (seriousness criterion disability), mental disorder ("she is psychologically devastating"), premature menopause ("early menopause"), adverse reaction ("she could not bear more the unspecified adverse events"), joint pain ("articular pain"), back pain ("lumbar pain"), neck pain ("cervicalgia"), myalgia ("myalgia"), eczema ("eczema"), pruritus ("migratory cutaneous pruritus"), erythema ("hypogastrium pruritus with erythema"), unevaluable event ("damage cosmetic"), alopecia ("loss hair"), fatigue ("extreme tiredness"), arthralgia ("severe joint (hip) pain"), pain of lower extremities ("legs pain"), balance disorder ("loss of balance"), loss of personal independence in daily activities ("the things fell out of her hands"), swelling ("swelling"), metrorrhagia ("metrorrhagia"), metal poisoning ("metallosis"), headache ("headache"), muscle spasms ("cramps in lower limbs"), incontinence ("incontinence"), tooth loss ("loss of teeth"), sciatica ("sciatica"), pain in upper extremities ("pain in upper limbs"), arterial disorder ("arterial pain"), urticaria ("hives"), muscle rigidity ("muscular rigidity") and uterine polyp (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with bromazepam (lexatin) and surgery (bilateral salpingectomy by laparoscopy on (B)(6) 2017 and hysteroscopic resection). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, disability, mental disorder, adverse reaction, joint pain, swelling, metrorrhagia, metal poisoning, headache, muscle spasms, incontinence, tooth loss, sciatica, arterial disorder, urticaria, weight increased, muscle rigidity, uterine polyp, limb injury, anxiety, menorrhagia, diarrhoea, scoliosis and tinnitus outcome was unknown and the premature menopause, back pain, neck pain, alopecia and arthralgia had not resolved. The reporter provided no causality assessment for adverse reaction, alopecia, anxiety, back pain, balance disorder, diarrhoea, disability, eczema, erythema, fatigue, joint pain, limb injury, loss of personal independence in daily activities, mental disorder, myalgia, neck pain, pain of lower extremities, premature menopause, pruritus, scoliosis, tinnitus, unevaluable event, vitamin d deficiency and arthralgia with essure. The reporter considered arterial disorder, headache, incontinence, menorrhagia, metal poisoning, metrorrhagia, muscle rigidity, muscle spasms, pelvic pain, sciatica, swelling, tooth loss, urticaria, uterine polyp, weight increased and pain in upper extremities to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2011: (B)(6) 2017: radiological report. Simple abdomen. No remains of the previous iud are observed in the pelvis. Lumpy calcification in the right hypochondrium. It can be a calcified adenopathy or intestinal content.; on (B)(6) 2012: (B)(6) 2019: complete removal of the devices was verified by abdominal radiography. Biopsy - on (B)(6) 2011: (B)(6) 2017: diagnostic biopsy of right fallopian tube: tubal wall with focal fibrosis and inflammation. Foreign body material. Diagnostic biopsy of left fallopian tube: tubal wall with slight non-specific changes. Foreign body material¿.. Computerised tomogram - on (B)(6) 2011: (B)(6) 2018: increase in cervix and vagina size, assess with gynecological history. Periuterine varices. Liver cyst. Cytology - on (B)(6) 2013: cytology with benign cell changes.; on (B)(6) 2013: cytology with benign cell changes.; on (B)(6) 2013: cytology with benign cell changes.; on (B)(6) 2013: cytology with benign cell changes.; on (B)(6) 2013: cytology with benign cell changes.; on (B)(6) 2011: vaginal citology interpretation: negative for intraepithelial injury or malignancy.; on (B)(6) 2012: cytology with benign cell changes; on (B)(6) 2013: cytology with benign cell changes.. Hysteroscopy - on (B)(6) 2011: (B)(6) 2016: endometrial polyp is observed "endometrial polyp of approx. 2 cm that is resected from its base and referred to pathological anatomy. Diagnostic judgment: endometrial polyp. Ultrasound scan - on (B)(6) 2011: (B)(6) 2016: suspected endometrial polyp.; on (B)(6) 2012: (B)(6) 2018: ultrasound diagnosis: normal internal genital apparatus.; on (B)(6) 2013: (B)(6)2018: within normal limits. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2020: quality safety evaluation of ptc; primary reporter and related personal information updated; case now medically confirmed. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), disability ('she is invalid / days of disability') and uterine polyp ('3 cm-polyp/endometrial polyp of approx. 2 cm that is resected from its base and referred to') in a 43-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast nodule (nodule in rb (right breast). Diagnostic judgment: fibrocystic mastopathy.) On (B)(6) 2012 and parity 1. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced limb injury ("trauma on left foot"), 5 months 27 days after insertion of essure. On (B)(6) 2015, the patient experienced vitamin d deficiency ("hypovitaminosis d"). On (B)(6) 2015, the patient experienced anxiety ("anxiety"). On (B)(6) 2016, the patient experienced menorrhagia ("heavy periods that last almost the whole month"). On (B)(6) 2016, the patient experienced diarrhoea ("liquid diarrheal stools associated abdominal pain"). On (B)(6) 2016, the patient experienced scoliosis ("thoracolumbar scoliosis"). On (B)(6) 2017, the patient experienced tinnitus ("ringing and noise in the ears"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), disability (seriousness criteria disability and medically significant), mental disorder ("she is psychologically devastating"), premature menopause ("early menopause"), adverse reaction ("she could not bear more the unspecified adverse events"), joint pain ("articular pain"), back pain ("lumbar pain"), neck pain ("cervicalgia"), myalgia ("myalgia"), eczema ("eczema"), pruritus ("migratory cutaneous pruritus"), erythema ("hypogastrium pruritus with erythema"), unevaluable event ("damage cosmetic"), alopecia ("loss hair"), fatigue ("extreme tiredness"), arthralgia ("severe joint (hip) pain"), pain of lower extremities ("legs pain"), balance disorder ("loss of balance"), loss of personal independence in daily activities ("the things fell out of her hands"), swelling ("swelling"), metrorrhagia ("metrorrhagia"), metal poisoning ("metallosis"), headache ("headache"), muscle spasms ("cramps in lower limbs"), incontinence ("incontinence"), tooth loss ("loss of teeth"), sciatica ("sciatica"), pain in upper extremities ("pain in upper limbs"), arterial disorder ("arterial pain"), urticaria ("hives"), muscle rigidity ("muscular rigidity") and uterine polyp (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with bromazepam (lexatin) and surgery (bilateral salpingectomy by laparoscopy on (B)(6) 2017 and hysteroscopic resection). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, disability, joint pain, swelling, metrorrhagia, metal poisoning, headache, muscle spasms, incontinence, tooth loss, sciatica, arterial disorder, urticaria, weight increased, muscle rigidity, uterine polyp, limb injury, anxiety, menorrhagia, diarrhoea, scoliosis and tinnitus outcome was unknown and the premature menopause, back pain, neck pain, alopecia and arthralgia had not resolved. The reporter provided no causality assessment for adverse reaction, alopecia, anxiety, back pain, balance disorder, diarrhoea, disability, eczema, erythema, fatigue, joint pain, limb injury, loss of personal independence in daily activities, mental disorder, myalgia, neck pain, pain of lower extremities, premature menopause, pruritus, scoliosis, tinnitus, unevaluable event, vitamin d deficiency and arthralgia with essure. The reporter considered arterial disorder, headache, incontinence, menorrhagia, metal poisoning, metrorrhagia, muscle rigidity, muscle spasms, pelvic pain, sciatica, swelling, tooth loss, urticaria, uterine polyp, weight increased and pain in upper extremities to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2011: (B)(6) 2017: radiological report. Simple abdomen. No remains of the previous iud are observed in the pelvis. Lumpy calcification in the right hypochondrium. It can be a calcified adenopathy or intestinal content.; on (B)(6) 2012: (B)(6) 2019: complete removal of the devices was verified by abdominal radiography.. Biopsy - on (B)(6) 2011: (B)(6) 2017: diagnostic biopsy of right fallopian tube: tubal wall with focal fibrosis and inflammation. Foreign body material. Diagnostic biopsy of left fallopian tube: tubal wall with slight non-specific changes. Foreign body material¿.. Computerised tomogram - on (B)(6) 2011: (B)(6) 2018: increase in cervix and vagina size, assess with gynecological history. Periuterine varices. Liver cyst. Cytology - on (B)(6) 2013: cytology with benign cell changes.; on (B)(6) 2013: cytology with benign cell changes.; on (B)(6) 2011: vaginal cytology interpretation: negative for intraepithelial injury or malignancy.; on (B)(6) 2012: cytology with benign cell changes. Hysteroscopy - on (B)(6) 2011: (B)(6) 2016: endometrial polyp is observed "endometrial polyp of approx. 2 cm that is resected from its base and referred to pathological anatomy. Diagnostic judgment: endometrial polyp.. Ultrasound scan - on (B)(6) 2011: (B)(6) 2016: suspected endometrial polyp.; on (B)(6) 2012: (B)(6) 2018: ultrasound diagnosis: normal internal genital apparatus.; on (B)(6) 2013: (B)(6) 2018: within normal limits. Most recent follow-up information incorporated above includes: on (B)(6) 2020: reporter lawyer updated. Patient dob added. Date implanted updated. Events swelling, metrorrhagia, pelvic pain, metallosis, headache, cramps in lower limbs, incontinence, loss of teeth, sciatica, pain in upper limbs, arterial pain, hives, weight gain, muscular rigidity, uterine polyp, trauma on left foot, anxiety, hypovitaminosis d, heavy periods that last almost the whole month, liquid diarrheal stools, thoracolumbar scoliosis, ringing and noise in the ears added. Salpingectomy deleted. Outcome events alopecia, joint pain, lumbar pain, cervicalgia and premature menopause updated. Product tab updated. Patient tab medical history breast nodule and parity 1 added. Patient tab diagnostic results abdominal x-ray, biopsy, computerised tomogram, cytology, hysteroscopy, ultrasound scan added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), disability ('she is invalid / days of disability') and uterine polyp ('3 cm-polyp/endometrial polyp of approx. 2 cm that is resected from its base and referred to') in a 43-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast nodule (nodule in rb (right breast). Diagnostic judgment: fibrocystic mastopathy.) On (B)(6) 2012 and parity 1. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced limb injury ("trauma on left foot"), 5 months 27 days after insertion of essure. On (B)(6) 2015, the patient experienced vitamin d deficiency ("hypovitaminosis d"). On (B)(6) 2015, the patient experienced anxiety ("anxiety"). On (B)(6) 2016, the patient experienced menorrhagia ("heavy periods that last almost the whole month"). On (B)(6) 2016, the patient experienced diarrhoea ("liquid diarrheal stools associated abdominal pain"). On (B)(6) 2016, the patient experienced scoliosis ("thoracolumbar scoliosis"). On (B)(6) 2017, the patient experienced tinnitus ("ringing and noise in the ears"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), disability (seriousness criterion disability), mental disorder ("she is psychologically devastating"), premature menopause ("early menopause"), adverse reaction ("she could not bear more the unspecified adverse events"), joint pain ("articular pain"), back pain ("lumbar pain"), neck pain ("cervicalgia"), myalgia ("myalgia"), eczema ("eczema"), pruritus ("migratory cutaneous pruritus"), erythema ("hypogastrium pruritus with erythema"), unevaluable event ("damage cosmetic"), alopecia ("loss hair"), fatigue ("extreme tiredness"), arthralgia ("severe joint (hip) pain"), pain of lower extremities ("legs pain"), balance disorder ("loss of balance"), loss of personal independence in daily activities ("the things fell out of her hands"), swelling ("swelling"), metrorrhagia ("metrorrhagia"), metal poisoning ("metallosis"), headache ("headache"), muscle spasms ("cramps in lower limbs"), incontinence ("incontinence"), tooth loss ("loss of teeth"), sciatica ("sciatica"), pain in upper extremities ("pain in upper limbs"), arterial disorder ("arterial pain"), urticaria ("hives"), muscle rigidity ("muscular rigidity") and uterine polyp (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with bromazepam (lexatin) and surgery (bilateral salpingectomy by laparoscopy on (B)(6) 2017 and hysteroscopic resection). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, disability, mental disorder, adverse reaction, joint pain, swelling, metrorrhagia, metal poisoning, headache, muscle spasms, incontinence, tooth loss, sciatica, arterial disorder, urticaria, weight increased, muscle rigidity, uterine polyp, limb injury, anxiety, menorrhagia, diarrhoea, scoliosis and tinnitus outcome was unknown and the premature menopause, back pain, neck pain, alopecia and arthralgia had not resolved. The reporter provided no causality assessment for adverse reaction, alopecia, anxiety, back pain, balance disorder, diarrhoea, disability, eczema, erythema, fatigue, joint pain, limb injury, loss of personal independence in daily activities, mental disorder, myalgia, neck pain, pain of lower extremities, premature menopause, pruritus, scoliosis, tinnitus, unevaluable event, vitamin d deficiency and arthralgia with essure. The reporter considered arterial disorder, headache, incontinence, menorrhagia, metal poisoning, metrorrhagia, muscle rigidity, muscle spasms, pelvic pain, sciatica, swelling, tooth loss, urticaria, uterine polyp, weight increased and pain in upper extremities to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2011: (B)(6) 2017: radiological report. Simple abdomen. No remains of the previous iud are observed in the pelvis. Lumpy calcification in the right hypochondrium. It can be a calcified adenopathy or intestinal content.; on (B)(6) 2012: (B)(6) 2019: complete removal of the devices was verified by abdominal radiography. Biopsy - on (B)(6) 2011: (B)(6) 2017: diagnostic biopsy of right fallopian tube: tubal wall with focal fibrosis and inflammation. Foreign body material. Diagnostic biopsy of left fallopian tube: tubal wall with slight non-specific changes. Foreign body material¿. Computerised tomogram - on (B)(6) 2011: (B)(6) 2018: increase in cervix and vagina size, assess with gynecological history. Periuterine varices. Liver cyst. Cytology - on (B)(6) 2013: cytology with benign cell changes.; on (B)(6) 2013: cytology with benign cell changes.; on (B)(6) 2013: cytology with benign cell changes.; on (B)(6) 2013: cytology with benign cell changes.; on (B)(6) 2013: cytology with benign cell changes.; on (B)(6) 2011: vaginal citology interpretation: negative for intraepithelial injury or malignancy.; on (B)(6) 2012: cytology with benign cell changes; on (B)(6) 2013: cytology with benign cell changes.. Hysteroscopy - on (B)(6) 2011: (B)(6) 2016: endometrial polyp is observed "endometrial polyp of approx. 2 cm that is resected from its base and referred to pathological anatomy. Diagnostic judgment: endometrial polyp. Ultrasound scan - on (B)(6) 2011: (B)(6) 2016: suspected endometrial polyp.; on (B)(6) 2012: (B)(6) 2018: ultrasound diagnosis: normal internal genital apparatus.; on (B)(6) 2013: (B)(6) 2018: within normal limits. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-mar-2021: ha number re-sent. No new information received, update to imdrf/FDA codes only. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingectomy ("the fallopian tubes had to be excised") and disability ("she is invalid / days of disability") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient underwent salpingectomy (seriousness criteria medically significant and intervention required) and experienced disability (seriousness criteria disability and medically significant), mental disorder ("she is psychologically devastating"), premature menopause ("early menopause"), adverse event ("she could not bear more the unspecified adverse events"), the first episode of arthralgia ("articular pain"), back pain ("lumbar pain"), neck pain ("cervicalgia"), myalgia ("myalgia"), eczema ("eczema"), pruritus ("migratory cutaneous pruritus"), abdominal discomfort ("hypogastrium pruritus with erythema"), unevaluable event ("damage cosmetic"), alopecia ("loss hair"), fatigue ("extreme tiredness"), the second episode of arthralgia ("severe joint (hip) pain"), pain in extremity ("legs pain"), balance disorder ("loss of balance") and muscular weakness ("the things fell out of her hands"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the salpingectomy, disability, mental disorder, premature menopause, adverse event, back pain, neck pain, myalgia, eczema, pruritus, abdominal discomfort, unevaluable event, alopecia, fatigue, the last episode of arthralgia, pain in extremity, balance disorder and muscular weakness outcome was unknown. The reporter provided no causality assessment for abdominal discomfort, adverse event, alopecia, back pain, balance disorder, disability, eczema, fatigue, mental disorder, muscular weakness, myalgia, neck pain, pain in extremity, premature menopause, pruritus, salpingectomy, unevaluable event, the first episode of arthralgia and the second episode of arthralgia with essure. Most recent follow-up information incorporated above includes: on 27-nov-2018: the reporter information was updated; new events loss hair, extreme tiredness, severe joint (hip) pain, legs pain, loss of balance, and the things fell out of her hands were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingectomy ("the fallopian tubes had to be excised") and disability ("she is invalid / days of disability") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient underwent salpingectomy (seriousness criteria medically significant and intervention required), disability (seriousness criteria disability and medically significant), mental disorder ("she is psychologically devastating"), premature menopause ("early menopause"), adverse event ("she could not bear more the unspecified adverse events"), arthralgia ("articular pain"), back pain ("lumbar pain"), neck pain ("cervicalgia"), myalgia ("myalgia"), eczema ("eczema"), pruritus ("migratory cutaneous pruritus"), abdominal discomfort ("hypogastrium pruritus with erythema") and unevaluable event ("damage cosmetic"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the salpingectomy, disability, mental disorder, premature menopause, adverse event, arthralgia, back pain, neck pain, myalgia, eczema, pruritus, abdominal discomfort and unevaluable event outcome was unknown. The reporter provided no causality assessment for abdominal discomfort, adverse event, arthralgia, back pain, disability, eczema, mental disorder, myalgia, neck pain, premature menopause, pruritus, salpingectomy and unevaluable event with essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: salpingectomy ¿ analysis in the global safety database revealed 40 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on (B)(6) 2018: the reporter and the product information were updated. Events ¿articular and lumbar pain, cervicalgia, myalgia, eczema, migratory cutaneous pruritus, hypogastrium pruritus with erythema, and damage cosmetic¿ were added. Seriousness criterion disability added. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.